Manufacturer narrative:
Concomitant medical products: 6944-65, lead, implanted (B)(6) 2003; 5076-52, lead, implanted: (B)(6) 2013.

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold. The lead remains in use. No patient complications have been reported as a result of this event.